Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. Failure analysis confirmed the customer reported issue of the harmonic ace breaking. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece was returned and measured approximately 0.57" x 0.10". No material was missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mouth of the harmonic ace instrument broke. A fragment from the instrument fell inside of the patient but was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information about the event. The surgeon and assistant removed the instrument fragment with the use of an endoscope. There were no additional procedures or post-operative tests performed. The surgeon believes the issue was due to an instrument quality problem. The instrument was inspected prior to use and no damage was detected. There was no patient injury.